Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis and dysmenorrhea. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), menorrhagia ("menorrhagia"), post procedural complication ("post removal complications") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy - uterus + cervix). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, device dislocation and menorrhagia had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered device dislocation, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: discrepancy in date of insertion as (B)(6) 2008 in current pif and previously reported as (B)(6) 2008. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2021: mr received. Reporter information, patient race, medical history added. Event migration updated to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("migration"), menorrhagia ("menorrhagia") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy - uterus + cervix). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, device dislocation and menorrhagia had resolved and the post procedural complication outcome was unknown. The reporter considered device dislocation, menorrhagia, pelvic pain and post procedural complication to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Event pelvic pain, menorrhagia, migration, post removal complications added. Device removal date added. Surgery hysterectomy added in pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("migration"), menorrhagia ("menorrhagia"), post procedural complication ("post removal complications") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy - uterus + cervix). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, device dislocation and menorrhagia had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered device dislocation, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: discrepancy in date of insertion as 11-jan-2008 in current pif and previously reported as 16-dec-2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new event psych injury added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.